Manufacturer narrative:
H6: c19 - a review of the manufacturing records indicated the device met pre-release specifications. The reported primary failure mode, related to a stuck deployment line, is not consistent with the engineering evaluation findings of an ability to continue deployment. As reported, the physician pulled out the deployment line with large force, but the device would not deploy after multiple attempts. Procedural and benchtop deployment of the device can be impacted by different factors including but not limited to zipper integrity, delivery system support or stiffness, or presence of dried fluid on the device or within the catheter dual lumen. The investigation could not confirm the cause of the reported hazardous situation nor the primary device failure mode. The reported secondary failure mode, related to the distal end of the stent shaking, is consistent with the engineering evaluation findings of a bowstrung device with tension in the deployment line. The cause of the reported secondary failure mode could not be established with the available information.

Event description:
It was reported to gore: on (B)(6) 2024, a patient was to be implanted with 6 mm x 5 cm gore® viabahn® endoprosthesis with heparin bioactive surface (viabahn device) to treat as chimney of abdominal aortic aneurysm. Metronic aortic stent was implanted firstly. Then viabahn device was successfully implanted in right renal artery. The 6 mm x 5 cm viabahn device was advanced to target lesion. After the physician pulled out the deployment line with large force, the device couldn't be deployed after multiple attempts. It was found the distal end of the stent was shaking. The viabahn device was removed out of patient. Another device was utilized to complete the procedure.

Manufacturer narrative:
Cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.